Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage test was performed and identified a blocked set which did not allow flow. The reported condition was verified. The cause of the condition was due to the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension sets with one-link needle-free lv connector would not flow as the device was "clogged". It was not specified when in the process step this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.